Manufacturer narrative:
Date of death is approximated since unknown.

Event description:
It was reported that a thrombus, stroke and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed in the laa and the release criteria was checked. The device passed the tug test and the size and seal were both acceptable. The physician imaged the device using transesophageal echocardiogram (tee) and found that there was no leak around the device. The device was released and successfully implanted in the laa of the patient. There were no patient complications that were reported. The patient came in for their 45 day follow up procedure. Tee imaging revealed that the device was no longer in the laa of the patient. The device had embolized to the patients mitral valve. The patient had shown no symptoms that the device had embolized. Two days later, the physician attempted retrieval of the closure device. They grabbed the closure device from the left ventricle (lv) and brought it back to the left atrium. An attempt to collapse the closure device in to a non-bsc catheter was not successful. The closure device fell back in to lv. Upon a second attempt to grab the closure device from the lv, the device migrated to the aorta and ended up in the descending aorta. A non-bsc sheath was placed in the femoral artery and a non-bsc snare was used to collapse the closure device into the non-bsc sheath. During that same procedure, a new 27mm watchman laa closure device was implanted. Later that day, the patient experienced an ischemic stroke. There was an attempt to remove the clot from the middle cerebral artery, but that was not successful. The patient remained in the intensive care unit under sedation and eventually passed away.